Manufacturer narrative:
Concomitant medical products continued: 4296 lead implanted (B)(6) 2012. Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.